Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as connection problems between the dialysate and the kaguya set. The same day as the event onset, the patient was hospitalized and was given unspecified treatment for the event. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.